Event description:
It was reported that the patient complained of feeling dizzy when standing. The atrial lead impedance had decreased from 500 ohms at implant to 330 ohms. The p-waves were 2.5 mv at implant, and had decreased to les s than than 0.2 mv. The pulse generator was not capturing in the atrium at maximum output. An x-ray showed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.